Event description:
It was reported that over the past couple of months the patient thought the pump had been ¿delivering inconsistent¿ and that the pain control had been inconsistent. The pump allegedly was ¿sporadic¿ and the delivery fluctuated. The patient¿s pain relief had not been consistent ¿across the board¿ as sometimes the patient felt better and sometimes not. The patient was known to have many health issues. The pump had made a clicking sound when the patient had placed a stethoscope over the pump. The patient had counted 34 ¿reps,¿ clicks, ticks per minute and now it was 40 clicks per minute. The patient was concerned that meant the pump was not delivering consistently. There were no alarms and no volume discrepancies noted as the volumes were ¿normal¿ and matched. No diagnostic studies had been performed at the time of the call. The patient did fall out of his wheelchair and experienced a concussion in july. He also had a ¿few little spills¿ besides but the patient did not attribute the change in therapy to the falls. The patient¿s dose and concentration had not been changed over time. The physician was to do another evaluation on the patient on the date of the call. The pump interrogation did not show anything in the logs that would contribute to the patient¿s allegations. All the pump logs were normal. No further information on the patient¿s diagnosis was available. This device system delivered fentanyl, bupivacaine and baclofen (compounded). Additional information was requested to verify resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).